Event description:
Clinic notes were received indicating that the vns patient was recently experiencing an increase in seizures. The patient was given new medications during an office visit on (B)(6) 2014. It was noted that the patient had a mva. On (B)(6) 2014, the notes indicate that the patient would experience approximately seven seizures per day but was now having approximately three seizures per month. The patient¿s device was tested and system diagnostic results revealed high impedance. The patient¿s device was not disabled following the high impedance observation as the patient¿s seizures appeared to be controlled at the time. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.